Event description:
Customer received results of 29.5 mmol/l and 9.0 mmol/l on the mobile system while a professional meter returned as 9.0 mmol/l. All results were within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.